Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a77-year-old male patient with a past medical history of coronary artery disease (cad), presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient was brought to the cath lab in active cardiac arrest and on multiple vasopressors. The impella was placed emergently with CPR in progress, and ventricular tachycardia (vt) requiring cardioversion. The patient never regained return of spontaneous circulation (rosc) and expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the patient's critical clinical condition of cardiac arrest prior to the impella insertion.

Manufacturer narrative:
The device information in section d4 has been updated.